Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed a watchdog error. There was no patient involvement.

Event description:
It was reported that the device displayed a watchdog error. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex a: a07. Annex b: b01. Annex c: c0201. Annex d: d02. Annex g: g02005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issue of ¿watchdog error¿ was confirmed. On 12/13/2024, pcu was received unboxed and with paperwork. Defective power supply board needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed a watchdog error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issue of ¿watchdog error¿ was confirmed. On 12/13/2024, pcu was received unboxed and with paperwork. Defective power supply board needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed a watchdog error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issue of ¿watchdog error¿ was confirmed. On 12/13/2024, pcu was received unboxed and with paperwork. Defective power supply board needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.